Manufacturer narrative:
Correction : please retract this report 2017865-2024-64323 as the same issue was previously reported in 2017865-2024-57594.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was in a device backup mode. No patient symptoms or intervention was reported.